Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was unknown. The customer stated that she tried to put in a new infusion set, but when she began holding the act button to prime the air out of the tubing, she received the no delivery alarm after about 5 beeps. She stated that she also put in a new battery. She was advised that she may need to change the infusion set and reservoir. The call was disconnected prematurely and a callback to reach the customer was unsuccessful due to a busy dial tone. The most recent blood glucose reading was 61 mg/dl, which was treated with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.